Manufacturer narrative:
Correction: per further review it was determined that this MDR was filed in error and is a duplicate of MDR access number 1723170-2016-00029.

Manufacturer narrative:
On 12/15/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 12/22/2015 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. On 01/07/2016 a medtronic representative, following-up at the site, reported the alleged inaccuracy was approximately 4 millimeters. The surgeon did navigate with it and compensated for the distance. Navigated for certain 1 level, however, it was 2 before the surgeon re-verified. It was noted that on 1 level, then to rule out distance from frame inaccuracy, the surgeon used it again on the next level (closer to the frame) and it was still off. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged an inaccuracy occurred while using the vertex select tap and drill bit. It was reported that when they verified the navlock with the awl, and then chose the vertex tip in navigate, accuracy was deemed to be off. No specific measurement of the inaccuracy was provided. This was only with the vertex select tap and drill bit, not the driver. Once they re-verified the navlock with the vertex tip on, accuracy was restored and they continued to navigate. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.